Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 6 boluses per day and that they had been having problems for the past few months with their ptm (personal therapy manager). The patient stated that it would work and then stop. The patient stated that lately it only went to 90% and then shut off and it wouldn't go any further. The patient mentioned that their ptm device hadn't worked for a while; sometimes it shut off and then they attempted to restart, but it did not work. The agent reviewed data and assisted the patient with deleting the data. The agent then had the patient connect to myptm and the patient was able to connect in an appropriate amount of time. After connecting, the patient was seeing the lockout screen for 2 hours and 32 minutes.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient was missing a bolus, and the screen was getting at 90%. Agent reviewed data and agent assisted patient deleting the data. Patient was able to connect to pump without lag. Agent reviewed information. Agent had patient monitor and redirected the patient to healthcare provider if the issues persist.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.